Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-mar-01. It was reported that there was no known cause of the electrode impedances at 395 and 582, the patient only had one lead registered and the cause of the positional/loss of stimulation was undetermined. To resolve the issue, the rep reprogrammed to the top three contacts, but adequate stim was not achieved.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimul ator for spinal pain. It was reported that impedance measurements were taken and no issue was noted. The caller indicated that the combinations with electrode 2 were 1300 and the other electrodes were 395 and 582. There were no falls or traumas associated. Before 2 weeks ago the patient was able to feel stimulation between 3-5 volts but currently the patient did not feel stimulation at 10.5v. When laying down the patient did feel stimulation but it was in the 10.4v range. It was reported that the change in therapy was related to positional movement. The caller was going to try reprogramming the other electrodes and indicated that only 1 lead was active. It was reported that the patient was fairly active. The age of the lead was discussed during the call as manufacturer records show the implant date of the lead was (B)(6) 1998. These issues started about 2 weeks ago in (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.